Event description:
It was reported that the patient underwent an initial knee surgery. Subsequently, the patient experienced stiffness requiring a mua approximately 6 months post-op. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). D10: 42521000510 - articular surface fixed bearing cruciate retaining (cr) right 10 mm height- (B)(6) 42532007102 - tibia cemented 5 degree stemmed right size e - 66530589 4711500396-3 - optipac 60 refobacin r-3 - (B)(6). G2 : foreign country : the netherlands the device was previously reported under 0001822565-2024-03957. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6 arthrofibrosis is defined as the development of fibrous scar tissue within or surrounding a joint. Arthrofibrosis is a known postoperative procedure related complication that can occur from surgical implantation of new joint replacement as well as from previous injuries or surgical procedures. Scar tissue formation is a normal healing response; however, the buildup of such can result in pain, stiffness, limited range of motion, and difficulty properly ambulating. If excess scar tissue develops, conservative measures such as exercises or physical therapy would be attempted first. If these attempts fail, surgical intervention such as manipulation under anesthesia, arthroscopic arthrolysis, or open arthrotomy would become necessary to remove the fibrous tissue and restore joint function. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.